Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. The lot review activities are in progress. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a micro-stent implant procedure, the surgeon had to press hard on the button because it felt 'stuck'. The device then shot off of the applier and went into the suprachoroidal space. The patient is now experiencing very high intraocular pressure (iop). Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of button on applier stuck, stent shot off, went into the suprachoroidal space, and high intraocular pressure (iop); therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).